Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon fired the device on the cystic duct and it fired malformed clips. He stated that the clip appeared to have a gap at the proximal end. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.